Manufacturer narrative:
D10: concomitants: aa0040, 1510-s - cemex system fast 70 gm. Aa0161, 1510-s - cemex system fast 70 gm. 0972803, 200-02-29 - three peg patella 29mm. 0947268, 200-04-22 - cemented finned tib. Tra sz 2f/2t. 0988119, 244-03-02 - optetrak asy hi-flex ps cem fem, sz 2, right. Aa0436, asa0030 - sterile disposable containers. Pending investigation.

Event description:
As reported via legal documentation the patient had a right knee replacement on (B)(6) 2007. Approximately 15 years and 1 month after the initial procedure the patient had a right knee revision on (B)(6) 2022. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2022. Diagnosis: failed total right knee. Evaluated the joint. The patella had not severe, but mild wear. There was a small cyst in the medial femoral condyle measuring about 2 x 1 cm in length and 1 cm depth. There was no loosening and the femoral component was completely stable. The poly intraarticular had no significant wear, if any. It was completely stable and intact. There was easily released loosening of the tibial plate from the cement interface. Sterile dressing was applied. The patient was awakened and taken to recovery room in good condition.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3, h6. The following sections were corrected: d1, d4, h4, h6. MDR section codes updated/corrected: a, b, c, d, e, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and tibial loosening or due to inclusion of the polyethylene in the packaging recall. Failure of the cement used to secure the tibial component to the tibial bone, may have lead to loosening at the cement-implant interface; however, this cannot be confirmed. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.